Manufacturer narrative:
This event took place in the norway with a 5-year old irc5po2vaw concentrator. This record is being filed due to the irc5po2v concentrator manufactured in the united sates is similar is design, and would likely have same outcome. The information received is very limited. We have requested further information, pictures and the availability of the device for investigation. If additional information becomes available a follow up will be filed.

Event description:
It was reported that the patient was using the concentrator at home, when it reached a high temperature. The cable melted, and sieve material came out of the device. There was no injury alleged.